Manufacturer narrative:
Cmp (B)(4). Medical product: articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 10 mm height catalog # 00596203010 lot # 62155814. Femoral component option size d right compatible with lps-flex prolong catalog # 00596401452 lot # 61982865. Palacos r+g catalog # unknown lot # 75474326. Palacos r + g (1x40) catalog # 66022663 lot # 75474326. Femoral component option size d left compatible with lps-flex prolong catalog # 00596401451 lot # 62181260. Stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598003702 lot # 62220799. Stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598004701 lot # 62193279. Report source: (B)(6). Customer has indicated that the product will not be returned because it was discarded. Reported event was confirmed by review of pictures provided. Visual evaluation of the device pictures shows signs the bearing post has fractured off. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was revised due to implant fracture. Attempt for further information has been made, but no further information has been provided.